Manufacturer narrative:
The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result generated on the alinity c processing module for one sample that was not reported out of the laboratory. The following results were provided: sid (B)(6) initial potassium result = 9.28 mmol/l, repeat results on other alinity c instruments in lab = 4.70 mmol/l, 4.72 mmol/l, 4.70 mmol/l, 4.65 mmol/l, 4.66 mmol/l, 4.66 mmol/l, 4.73 mmol/l, 4.72 mmol/l, 4.73 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated potassium result generated on the alinity c processing module for one sample that was not reported out of the laboratory. The following results were provided: sid (B)(6) initial potassium result = 9.28 mmol/l, repeat results on other alinity c instruments in lab = 4.70 mmol/l, 4.72 mmol/l, 4.70 mmol/l, 4.65 mmol/l, 4.66 mmol/l, 4.66 mmol/l, 4.73 mmol/l, 4.72 mmol/l, 4.73 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.